Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced an embolic cva that progressed to a hemorrhagic cva. Inr was subtherapeutic at the time of the event. The patient was bridged with lovenox. It was reported that the patient had a left cerebral cva and experienced right sided weakness. The patient was transferred to a rehabilitation center for cva recovery. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.